Manufacturer narrative:
The pump was returned to animas for eval. It was found that all keypad button presses did not activate desired pump functions during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow button is hardly working. It was reported that the pump is not exposed to water and there is no sign of damage to keypad.